Event description:
Pt presented to emergency room by ambulance was taken to room and placed on stretcher. Side rails were raised, pt was evaluated by nursing staff and physician, CT was ordered. The unattended pt fell from stretcher to floor. Left side rail appears to have given way. Left side rail of stretcher was reported as rail does not always work.